Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to suboptimal amplitude and threshold measurement. The lead was explanted and not replaced. No adverse patient effects were reported. The lead was discarded following the procedure.